Event description:
It was reported that there was event with a "handle". Patient taken to theatre on (B)(6)2018 for laparoscopic gastric bypass. 3 days after operation the patient not able to tolerate orally and CT scan suggestive of small bowel obstruction. Patient transferred to (B)(6). Patient had a return to theatre on (B)(6) 2018 for a diagnostic laparoscopy and repair of small bowel perforation. Small bowel contents in the abdominal cavity. 0.5 cm perforation in the small bowel 30 cm away from the jj anastomosis.

Manufacturer narrative:
Belated evaluation and reporting of this complaint was done during retrospective review as part of CAPA 20-0074 corrective action 6. The event is filed under internal karl storz complaint ID (B)(4). An investigation showed no damage or non nonformity on the device in question, that would be able to create the injuries, described in the adverse incident report provided, by itself. The part is in specification and has been in service for near 6 years without problems - there are marks, that indicate that it has been in use for quite a while. Based on the description, we assume either too much force, or too strong manipulation during the procedure.